Event description:
Hysterectomy dr. (B)(6), 2006. Also did work on bladder and rectum and used mesh. Prolapse of the vagina, rectum, bladder mesh failure diagnosed (B)(6) 2012, at (B)(6) dr. (B)(6). Medical exam test ordered poc urine dipstick w/o micro, amb. Refer to (B)(6) at (B)(6), (B)(6) 2012 for grdc, uro, pac about surgery to correct prolapse. Condition on scale of 1 to 10 rate 10, per dr. (B)(6). Caused severe pain depression and discomfort.